Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she went to bolus because she had been a little high from grazing. Customer received a motor error during the bolus. Customer has had 2 motor error alarms. Customer stated that she had the first one about 2 months ago and it has been fine until today. Customer had been high from not bolusing. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump passed displacement test, no delivery test and basic occlusion test. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.